Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, b6, d6b, h6.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the left side. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening and a missing piece of shell assessed as inconclusive. As per the investigation procedure, creases, stress marks and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported ¿rupture¿. This record is for the left side. Device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture.